Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and no relevant clinical information has been provided to perform a thorough medical investigation. Should any additional medical information be provided this complaint will be re-assessed. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that during surgery, the surgeon had an intra-op conversion when the patient had too much hyperextension. No additional details were provided, and no more information is available at this moment.